Event description:
It was reported that the user experienced a prolonged hypoglycemic event while using the ilet bionic pancreas, in the context of missed meal announcements identified during follow-up education. Symptoms included low blood glucose with a nadir of 40 mg/dl and sleep during the episode without loss of consciousness or other acute effects. Outcomes included approximately three hours of glucose values below target, correction with oral carbohydrate, and no medical intervention or hospitalization. Investigation included review of user-reported history and troubleshooting with education reinforcement focused on meal announcement teach-back. Investigation of this case revealed user handling and use error related to missed meal announcements as the contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was user failed to follow instructions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.